Event description:
Product analysis summary: external visual inspection of the pulse generator identified that the silicone septum was cored at the center. This condition was most likely by insertion of the torque wrench during the implant or the explant procedure. The pulse generator met electrical test specs. The physical condition of the pulse generator is consistent with conditions that exist after the explant procedure. It is unk if the septum was cored durin the implant or explant procedure; therefore, no conclusion can be made as to if this condition is the cause of the pt's reported pain and tingling sensation. The cause of the reported blurred vision was likely due to the vns stimulation as it was reported that the pt's vision returned to normal when the vns device was programmed off.

Event description:
Reporter indicated that the pt has been experiencing pain and a burning sensation in the chest, neck and left arm for the past 3-4 weeks. It was also reported that the pt began experiencing continuous blurred vision approximately 2 weeks ago. Further follow-up revealed that the pt's device was programmed to off. Epileptologist indicated that the pt's symptoms and blurred vision resolved after programming the device to off. Epileptologist referred the pt to neurosurgen for possible device explant. Epileptologist would like the pt to be seen for follow-up by a neurophthalmogloist.